Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received bupivacaine (12.0mg/ml, unknown dose) and clonidine (240.0mcg/ml, unknown dose) in an implantable pump for an unknown indication for use. The hcp performed a routine refill on (B)(6) 2017. The patient indicated the pain was "a little stronger" and maybe the pump was less efficient. The nurse was reportedly unable to aspirate the remaining 8.3ml in the pump. The nurse tried to aspirate for "a while", but was only able to get 5.3ml back (then only air came out; approximately 30ml). The nurse also felt there was no longer any negative pressure. The physician took over the troubleshooting. The physician injected 10ml of nacl and was not able to aspirate any back. The physician again injected 10ml of nacl and was not able to aspirate back any fluid. The decision was then made to explant and replace the pump on (B)(6) 2017. Once explanted, the physician was only able to extract 13ml out of the remaining 23ml. The issue was considered resolved. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Residue was observed on the gear shaft of the motor gear train. Analysis also observed over infusion, with undetermined root cause during dispense testing. The analysis interrogation print report indicated the pump was programmed to deliver bupivacaine (12.0mg/ml, 8.999mg/day) and clonidine (240.0mcg/ml, 179.99mcg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated it was confirmed a volume discrepancy occurred. It was not confirmed fluid was still in the pump, but could not be aspirated (at explant). The recommended refill kit was used at the time of the event and it was not confirmed the needle was fully inserted into the refill septum.